Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle had a needle break. The following was reported, " herewith I lodge a complaint for the following product: syringe hypo 3ml a / needles 25g x 1 '' luer lock tip (bte / 100) item # 309581. Some syringe needles remained in patients' arms after injection. I do not know if it would come from the lot or the product as it is."